Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapies. Per patient request, both ICD and lead were explanted.

Manufacturer narrative:
Analysis revealed that the is-1 proximal coil was fractured. The location of the damage is consistent with that caused by friction with the ICD can.